Event description:
In 2005, cochlear americas was notified of a meningitis death. Reportedly, this pt presented with a history of hydrocephalus and contracted meningitis immediately following cochlear implant surgery four months earlier. He was treated with antibiotics, but expired after a three-month illness about three months later. Additional info has been requested from the dr (i.e., infective organism, a complete history of the patient's illness and treatment, immunization status and preoperative risk factors) and will be reported to FDA, when available.

Manufacturer narrative:
Information received on 10/21/2005 from the implant surgeon indicated that the patient had bilateral vp shunts and ventricultomy for drainage of hydrocophalus fluid (no dates given). The implant surgeon also noted that the left shunt was blocked at the time of the implant surgery. At some point following implant surgery (no date given), the right shunt became blocked. The patient was admitted to the hospital by the neurosurgeon. A ventricultomy with implantation of a reservoir was done. Treatment included daily aspiration. Per the implant surgeon, "this led to brain infection and it is unlikely that the child got infected due to ci" (cochlear implant). The surgeon also stated that the fact that this child was considered at high risk of serious complications was explained to the parents prior to implant surgery. A medical history and questionnaire are reportedly being prepared by the healthcare providers involved with the child's medical care.